Manufacturer narrative:
(B)(4).

Event description:
The customer reports: PICC nurse placed product and trimmed and realized the catheter was much shorter. It was also a single lumen PICC that was supposed to be 55 cm and was 40 cm.

Event description:
The customer reports: PICC nurse placed product and trimmed and realized the catheter was much shorter. It was also a single lumen PICC that was supposed to be 55 cm and was 40 cm.

Manufacturer narrative:
Qn# (B)(4). The customer returned one catheter and lidstock for evaluation. Visual inspection of the returned lidstock revealed the catheter provided should have been a 2-l, 55cm catheter. However, visual inspection of the catheter revealed the catheter provided was a single lumen, 40cm catheter. The catheter had been trimmed but that did not affect the outcome of this investigation. The returned catheter body measured 41cm which is not within specification of 54.6cm - 55.88cm per product drawing. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report of an incorrect catheter was confirmed through examination of the customer supplied photos and analysis of the received sample. The lidstock returned revealed the catheter provided should have been a 2-l, 55cm catheter and the catheter returned was a single lumen, 40cm catheter. A device history record review was performed with no relevant findings. Based on the customer description and the sample received, packaging caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.